Manufacturer narrative:
The excor blood pump, s/n, (B)(6) on the patient at the time of the event was in use since (B)(6) 2023 (2 days). We have reviewed the production records of the excor blood pump. This pump was produced according to our specification. As of (B)(6) 2023, the patient is still on the exocr system with the same blood pump. The ldh levels are improving.

Event description:
Berlin heart inc. Was informed on (B)(6) 2023, that the patient in excor system developed hemolysis. Laboratory tests show that the patient's ldh increased to 2021 and ldh level is greater than 2.5x the upper limits of normal. The upper limit of normal for ldh at this site is 409. The excor blood pump is performing as intended with complete ejection and fill. There are no deposits noted in the excor blood pump, and no abnormal sounds from the pump.